Manufacturer narrative:
Correction: d1, d4 (model #), d4 (catalog #), d4 (serial #), d4 (UDI #), g3 (report source) additional information: a2 (age units), a4 (weight), b5, b7, h4, h6 (patient codes). Investigation conclusion: the report of an overinfusion of desferal was not confirmed. The pcu event log shows that the infusion did not complete early as was alleged and instead, the pump module was channeled off prior to the infusion completing. The event description stated that the pump module was programmed to infuse desferal 480mls at a rate of 60ml/hr for a duration of 8 hrs. The infusion completed in 1 hour 30 minutes earlier than the expected completion time. The infusion was started at 10:29 and due to stop at 18:39, however it completed at 1700. The pcu event log shows pump module s/n (B)(6) was programmed to infuse a basic infusion wat a rate of 60ml/hr with a vtbi of 480ml at 10:43 am on (B)(6) 2020. At 10:50 am, the system was put on dc power (a battery discharged event occurred at 4:09 pm and the system was powered on and the pump module was programmed to infuse again at a rate of 60ml/hr at 4:10 pm). At 4:27 pm, the user changed the vtbi of the infusion running at 60ml/hr to 120ml. At these parameters, the infusion would complete at approximately 6:27 pm and not at 1839 as was reported. At 5:25 pm, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 393.267ml. The infusion did not complete at 1700 as was stated and instead the pump module was channeled off at 5:25 pm, prior to the infusing completing. Device inspection: n/a, only the device event logs, and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion of desferal was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 27sep2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 27dec2020 and indicated that this device has been previously returned for service one time in (B)(6) of 2011 for a no display issue and had the motor controller board replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no device received-log review only.

Event description:
It was reported that the device was programmed to infuse desferal 480mls at a rate of 60ml/hr for a duration of 8 hrs. The infusion completed in 1 hour 30 minutes earlier than the expected completion time. The infusion was started at 10:29 and due to stop at 18:39, however it completed at 1700. The pump was sequestered and removed from service pending further investigation. Requesting event log review only. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the evaluation is completed. No device received-log review only.

Event description:
It was reported that the device was programmed to infuse desferal 480mls at a rate of 60ml/hr for a duration of 8 hrs. The infusion completed in 1 hour 30 minutes earlier than the expected completion time. The infusion was started at 10:29 and due to stop at 18:39, however it completed at 1700. The pump was sequestered and removed from service pending further investigation. Requesting event log review only.